Event description:
Horrible experience. I was on the patches for 5 months so was my dad and my husband. No improvements for any of us. Was told it would cure my brain tumor and other health issues. I had labs and MRI done before I started patching in (B)(6) 2024. My tumor was stable. I felt such for months, my tumor grew. Was told to take sodium chloride and dog wormer because my tumor actually started to grow using the patches. Ref report: mw5171568.